Manufacturer narrative:
The reported anomaly of broken tines was not confirmed. Final analysis found the complete lead was returned in one piece measuring 58.5 cm. The tines were complete and intact. The lead was otherwise normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2020 with complaints of syncope. Fluoroscopic imaging revealed that the right ventricular lead had dislodged. On (B)(6), a lead revision procedure was performed. During the procedure, it was noted that three out of four tines of the passive fixation tip were broken. The lead was consequently replaced without incident. The patient's condition remained stable following the procedure.